Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'possible device malfunction' message following delivery of shock therapy.